Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 71-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient developed a clot on the end of the impella 5.5 catheter coinciding with a period of sub-therapeutic anticoagulation following a planned procedure. In response to the noted biomaterial, plans were made to resume anticoagulation as tolerated. Support with the pump was maintained.

Manufacturer narrative:
The investigation into the access site bleeding and the thrombus issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of access site bleeding is not determined because the location of the bleed is unknown and was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined.